Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the bd smartsite¿ bag access device detached and leaked. The following information was provided by the initial reporter: clear plastic leur detached from with plastic spike while withdrawing cells/plasma. Some loss of product resulted. Operator was using little to no pressure at the time.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-dec-2022. H6: investigation summary one 2300e sample from lot 22036496 was received in opened packaging for investigation. The feedback provided by the customer indicates the smartsite bag access device separated at the joint of the smartsite and the spike. The customer indicates that the bag access device was spiked into a origen cryobag, and connected to a 50ml bd plastipak luer-lok syringe at the time of the separation. A visual inspection of the returned sample confirmed the customer's experience, as the smartsite had separated from the spike. A closer inspection identified that the tip of the male luer of the smartsite had been snapped, with part of it still solvent bonded within the spike; white stress marks were visible at the affected component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for 22036496 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined in this instance; however, the observed damage is consistent with the component being subjected to an external force; in this instance as the damage was observed after the component had already been accessed its unlikely that a manufacturing defect had contributed to the customer's experience.

Event description:
It was reported that the bd smartsite¿ bag access device detached and leaked. The following information was provided by the initial reporter: clear plastic leur detached from with plastic spike while withdrawing cells/plasma. Some loss of product resulted. Operator was using little to no pressure at the time.